Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed cardiac ablation procedure, the patient experienced severe hemodynamic failure and severe acidosis. The patient was diagnosed with cardiogenic shock and metabolic acidosis. The patient was not eligible for left ventricular assist device (lvad) and the patient refused therapeutic obstination. Testing included blood tests revealing metabolic acidosis and echocardiogram results indicating severe biventricular failure. X-rays conducted showed suspicion of atelectasis. Medical interventions included the administration of blood pressure support, a diuretic, antibiotics, a non-depolarizing neuromuscular-blocking drug and a substance blocking the transmission of nerve impulses to muscles, causing paralysis. Additional actions taken included the implantation of leads and the use of an external stimulation system to improve cardiac contraction and hemodynamic failure, as well as the placement of a hemofiltration catheter. The patient's hospitalization was extended. Despite a slow initial improvement, the patient's condition worsened, resulting in multivisceral failure and ultimately non-sudden cardiac death.

Event description:
Additional information was received that the cardiac ablation procedure was for ventricular tachycardia (vt).

Manufacturer narrative:
Updated b5 event description updated e. Initial reporter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.